Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was cracked near the buttons. The medical surveillance specialist (mss) was unable to follow up with the patient. This compliant was documented using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 8pm. It is unclear if the patient was able to test on the subject meter in spite of the alleged issue. The patient reported taking no diabetes medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 at various times the patient obtained ¿3 readings over 200mg/dl, 2 readings at 300mg/dl and 1 reading at 180mg/dl¿ on a healthcare professional¿s meter. The patient reported on (B)(6) 2013 around 8pm he was treated by a home health visiting nurse and was treated with insulin. The patient reported it was not the first time the meter had been used and there was no misuse of the subject meter. This complaint is being reported because the patient claims due to the alleged issue he was treated for high blood glucose by a healthcare professional, and the treatment was above and beyond his normal diabetes management routine.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.